Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The customer stated that a new battery was installed and the blank screen continued. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly.